Manufacturer narrative:
According to the information from the field, the recipient's hearing deteriorated postoperatively and the user has been re-implanted with a cochlear implant from another manufacturer, however the deterioration in hearing was not caused by the device. Reportedly, the recipient did not benefit from the device since activation for unknown reasons. Additionally, received information states that the device was found not working years after implantation, but no further detail with regards to the device testing could be obtained by the field. Device investigation shows a multiply damaged device, therefore the root cause for the reportedly missing device function could not be uniquely detected and a device malfunction whilst implanted cannot be excluded. This is a combined initial and final report.

Event description:
The explanted device was received at the manufacturer. There was no complaint report form provided. Information on the explant report stated that the recipient no longer had any benefit due to a progressive sensorineural hearing loss. The recipient was re-implanted with a cochlea implant from another manufacturer.